Event description:
The event is reported as: alleged issue: metallic tip (bullet) broke off suture and fell into pt. Despite a search, tip could not be found and is probably still in pt.

Manufacturer narrative:
No product sample was available for investigation. A device history record (DHR) review revealed that no issues or discrepancies were found which could potentially relate to this complaint. The customer complaint cannot be confirmed due to the lack of product sample. The manufacturer will continue to monitor and trend relating complaints.